Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient had not yet established himself with a healthcare provider in the area to which he relocated to, in order to manage the pump. The healthcare provider responsible for the patient's reported hospital stay was unsure of patient status. It was noted that the patient's managing physician was 3 hours from the area in which he relocated to and was hospitalized in. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient had withdrawal with less than 50% therapy relief and symptoms which included: nausea, vomiting, bloody stool, uncontrolled blood sugars, high blood pressure, and increased pain surrounding the pump. It was indicated, one week prior to refill, that the patient had a significant fall down the stairs that was unrelated to the event. It was reported that the last refill was on (B)(6) 2012. The reported indicated since implant, that he continuously "moves and fiddles" with the pump. It was noted that the patient was admitted to the hospital. The patient's status was noted as alive and with injury. It was noted that the event would still be investigated and had planned trouble-shooting. The drugs delivered in the pump were fentanyl, baclofen, and bupivacaine.